Event description:
It was reported that during a replacement procedure, high impedances were noted. The old neurostimulator and lead were removed and a new lead was replaced and connected to a new neurostimulator. Impedance readings were >4,000 ohms on 4 electrode combinations. The lead was cleaned and reinserted 4 separate times, but with no change to impedance readings. A new lead was instead used and connected, which did not work. A third new lead was used, along with a second new neurostimulator, which resolved all issues. There were no patient injuries and the patient recovered from the procedure with no sequela. It was also noted that the patient was doing well post procedure.

Event description:
This event was also reported under mfg report # 3004209178-2012-01630. Any further follow up will reported under mfg report # 30042 09178-2012-01630.

Manufacturer narrative:
Lead model 3093-33 lot# v829876 serial# unk implanted: na explanted: na. Lead model 3093-33 lot# v877362 serial# unk implanted: na explanted: na.

Event description:
It was further reported that the patient continued to do well post procedure.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.